Manufacturer narrative:
Device passed the displacement test, rewind, self test, unexpected restart error test. All operating currents are within specification. Off no power alarm functions properly. Device alarmed compromised force sensor system alarm during prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. Unable to perform the occlusion test, excessive no delivery test the delivery accuracy test due to compromised force sensor system alarm. Device uploaded properly using care link. Device had minor or deep scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized due to hypoglycemia also insulin pump had comprised force sensor system alarm. The customer¿s blood glucose level was 28 mg/dl and 187 mg/dl. Customer also stated that the emergency medical service was dispatched him to hospital as they passed out due to low blood glucose. Customer's blood glucose level at the time of hospitalization was 26 mg/dl. Customer stated that they were not connected to insulin pump about 48 hours of the reporting serious injury event. Customer was treated with intravenous and sugar water at the hospital. Customer stated that drive support cap was normal. Insulin pump had rewind on message. The insulin pump will be returned for analysis.